Event description:
Needle breakage. Customer reports that needle broke during an unspecified surgical procedure while suturing soft tissue. There were no adverse consequences to the patient. Note:outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could occur.